Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was being prepared for use in a ureteroscopy procedure. According to the complainant, during preparation they noticed the balloon was leaking when they tested it outside the pt. They used another uromax ultra balloon dilatation catheter to complete the case with no complications to the pt. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).